Event description:
The leads slipped after implant. Two weeks after implant, the leads were moved and paddle leads were placed. Additional information has been requested.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).